Event description:
The ca result was lower on the abl90 with sn: (B)(4) compared to 5 other analyzers. The result from the abl90 with sn: (B)(4) was not used and there was thus no reported injury, diagnosis or treatment based on the low calcium result.

Manufacturer narrative:
Further details about the specific incident will be requested. The data logs from this analyzer and data from other analyzers at the same hospital have been received and are being investigated. When a conclusion has been obtained the result will be reported. Please note that similar incidents have been reported from other analyzers at this hospital with MDR reference numbers 3002807968-2014-00047, -56, -58 and -59.